Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor had blood (not obstructed). Also the lead appeared stretched and damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant, the left ventricular (lv) lead was not stable in the branch. The lv lead was removed and a different model lv lead was implanted in another branch. No patient complications have been reported as a result of this event.